Event description:
It was reported that an atherectomy system and an angiosculpt were used in the anterior trunk (at) heavily calcified lesion. Following an at dissection was noted, successfully treated with a supera stent. Another atherectomy system was advanced to the superficial femoral artery lesion (sfa). A supera stent was implanted without reported issue. During supera stent delivery system removal, no resistance was met; however, once the delivery system was outside the anatomy, the tip was noted missing and was located in the atherectomy system. The end of the atherectomy device was snared, successfully removing the separated supera tip. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported tip separation was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database and a review of the historical data revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.